Event description:
When the patient was x-rayed at the clinic after implanting the unit, the patient was in plaster and it was noted that the unit had broken while in the patient. The customer further reported to the sales rep that the patient had to have further surgery and a new unit was implanted.

Manufacturer narrative:
Na